Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated there was nothing abnormal about the first pass, and there was no torque or repositioning of the device. The lot # of the phenom catheter could not be provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a solitaire x that was stuck in the phenom-21 catheter hub and eventually broke off. The patient was being treated for an ischemic stroke in the m1. Patient vessel tortuosity was normal. It was reported that the devices were prepared according to the manufacturer instructions for use. The solitaire made one pass with the balloon guide which went well but the vessel was still occluded so the doctor attempted to reload the solitaire but could not get it to go back in the catheter at all. The doctor tried taking the stent out, wetting it, pulled it into the sheath under water and tried to push it both directions in the sheath but it still would not enter the microcatheter. Eventually, the solitaire broke off in the catheter hub. It was then replaced with another device which worked fine in the same catheter for four more passes to clear complete the procedure without issue. The surgeon reported that no kink was observed in the catheter and the same catheter was used with the replacement device with no problem. There was no harm or injury to the patient.